Manufacturer narrative:
Updated a1 patient identifier, a2 age at time of event, a3 patient gender, b7 other relevant history, and g2 report source. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient, with an inflatable penile prosthesis (ipp), presented with pain and a curve in the penis. The ipp was explanted, and the physician suspected that the device was incorrectly sized. There were no additional patient complications reported.

Event description:
It was reported that the patient, with an inflatable penile prosthesis (ipp), presented with pain and a curve in the penis. The ipp was explanted, and the physician suspected that the device was incorrectly sized. There were no additional patient complications reported.

Manufacturer narrative:
Updated the explant date. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Additional information provided updated information to b1 adverse event/product problem, b3 date of event, b5 describe event or problem, and h6 device codes.

Event description:
It was reported that the patient, with an inflatable penile prosthesis (ipp), presented with a curve in the penis at the first post-operative appointment. Approximately two months later, the patient reported pain with inflation of the ipp and worsening of the penile curvature. The patient had an in clinic visit, when the physician noted that the inflation of the ipp resulted in pain and a 45-degree curvature. The ipp was explanted, and the physician found the device was creating a 70-degree rightward curvature with inflation and suspected that the device was incorrectly sized. The device was noted to have a bulge that was making the curvature worse and causing pain. A penile prosthesis from another manufacturer was implanted. There were no additional patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain and a curve in the penis. The ipp, which the physician suspected was incorrectly sized, was explanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.